Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon evaluation, there was an open along the front pulse wire in the trunk cable. The cause of the test failure is the open wire. The root cause of the open pulse was excessive force placed on the cable.no adverse event resulted from the defective belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional tes.